Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "bag ripped and string ripped off bag after specimen was in the bag". We were unable to obtain additional information regarding if the bag ripped before the string ripped, what devices the surgeon used to place the specimen in the bag, and if the surgeon was able to cinch the bag. Patient status- unknown.

Manufacturer narrative:
Additional information was requested but rep was unable to obtain. Investigation summary: the actuator and string from the event product were returned to applied medical for evaluation, but the tissue bag was not returned. Since the customer experience was related to the tissue bag, engineering requested additional information regarding the event, but no additional information was provided. In the absence of the subject device and limited information, it is difficult to determine the exact root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all tissue retrieval bags undergo 100% visual inspection for damage. The root cause of the bag breaking cannot be confirmed. The root cause of the cord breakage is most likely due to the design of the device. Although the exact root cause of the event could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received on 29sep2016 : we were unable to obtain additional information regarding if the bag ripped before the string ripped, what devices the surgeon used to place the specimen in the bag, and if the surgeon was able to cinch the bag .